Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a cracked blade. As a result, the instrument failed the energy recognition test. Additionally, the instrument was found to fail energy recognition test. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test. The instrument generated message "tighten assembly" on three out of three attempts. The instrument was found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument. The complaint was confirmed by failure analysis. .

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the harmonic ace instrument energy stopped working mid case. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: there were no fragments that fell into the patient.